Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer reported a high reading of 134mg/dl which was higher than a lab reading of 80mg/dl. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Data was downloaded successfully. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification the device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. Visual inspection was performed on the returned sensor tail, no watermark was observed on the sensor tail. The sensor was sent for further investigation and de-cased. Visual inspection was performed on the sensor's pcba (printed circuit board assmbly) and no issues were observed. Source measure unit (smu) testing was performed to check that the returned sensor¿s electronics were functioning properly. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification the device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer reported a high reading of 134mg/dl which was higher than a lab reading of 80mg/dl. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.